Manufacturer narrative:
Product evaluation: the product was not returned for analysis, only the carton and inserts were returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).

Event description:
A user facility reported that following insertion of an intraocular lens (iol), the surgeon noted the haptic stuck to the optic of the lens and would not release. The surgeon was concerned about zonular stress. The haptic was freed during a second surgery with no detriment to the patient. Additional information has been requested.